Event description:
It was reported during an implant procedure, the physician was unable to place the percutaneous lead in the epidural space. The procedure was abandoned and the patient was referred out for a paddle lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.